Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Consumer complaint of low blood glucose test results. Expected fasting blood glucose test result range is 100 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed fasting during call on (B)(6) 2015 produced results of 124 mg/dl and 128 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: (B)(6). Adverse event not reported.